Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during an esophageal variceal ligation procedure performed in the esophagus on (B)(6) 2024. After the ligation device was installed, it was noticed that during the deployment of the bands, the first and the second bands were deployed normally; however, the third band was fractured. The subsequent bands were deployed normally, and the procedure was still completed with the same original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands attached to it, one band was deployed and broken. In addition, the ligator housing teeth and suture were found in good condition. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands damaged was confirmed. Upon analysis, the returned ligator housing had no bands attached; however, one band was deployed and broken. It is most likely that the technique used by the physician during the procedure was the reason why one of the bands ended up getting damaged by the force applied from the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during an esophageal variceal ligation procedure performed in the esophagus on (B)(6) 2024. After the ligation device was installed, it was noticed that during the deployment of the bands, the first and the second bands were deployed normally; however, the third band was fractured. The subsequent bands were deployed normally, and the procedure was still completed with the same original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.